Manufacturer narrative:
Product complaint#: (B)(4). The examination under magnification of the returned embotrap iii device showed evidence of deformation on the proximal sections of the outer cage and inner channel. No damage was observed on the body and distal sections of the outer cage and inner channel. No damage was observed on the distal or proximal coils and bonds. The visual inspection indicates that the returned embotrap iii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap iii device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap iii device and a sample phenom 21 microcatheter. The returned embotrap iii device was able to be fully inserted into the sample phenom 21 microcatheter and delivered to the distal tip without resistance. The complaint event was therefore not confirmed. In an attempt to recreate the reported event, device insertion and delivery assessments were also performed using a sample embotrap iii device and a sample phenom 21 microcatheter. These assessments demonstrated that failure to seat and secure the insertion tool correctly can result in failure to deliver the device through the phenom 21 microcatheter hub. However, the root cause for this complaint could not be confirmed with the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap iii device. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a mechanical thrombectomy, an embotrap iii 5 mm x 37 mm (et307537, 24a098av) did not enter the prowler select plus 150/5cm microcatheter (606s255x, 30864988). There was no patient consequence. The embotrap was replaced with a new embotrap. The procedure was prolonged for three minutes. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name was not reported. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Product analysis was updated: embotrap and the prowler select microcatheter were investigated together. Device insertion and delivery assessments were performed using the returned embotrap iii device and a sample prowler microcatheter. The returned embotrap iii device was able to be fully inserted into the sample prowler microcatheter and delivered to the distal tip without resistance. The complaint event was therefore not confirmed. In an attempt to recreate the reported event, device insertion and delivery assessments were also performed using a sample embotrap iii device and a sample phenom 21 microcatheter. These assessments demonstrated that failure to seat and secure the insertion tool correctly can result in failure to deliver the device through the phenom 21 microcatheter hub. However, the root cause for this complaint could not be confirmed with the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap iii device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.